Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with chest pain. Upon interrogation, it was revealed that the patient's pacemaker was exhibiting far r-wave over-sensing and competitive atrial pacing (cap), resulting in inappropriate mode switching. Programming changes were made. The patient was stable.